Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Bg cause was not known. Customer alleged cause was due to user error; however, customer declined to provide details regarding bg cause. Customer declined to provide further information or undergo troubleshooting.